Event description:
The physician deployed a 2.5mm diameter x 14mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a patient. While performing an angioplasty, it was reported that the stent had a fracture in two different locations, and that the fracture occurred at 12atms pressure. Another stent was implanted in lieu of this. No patient injury occurred and no clinical sequelae were reported. Cine image review: the images provided confirm the presence of a total occlusion in the target vessel. Multiple pre-dilations were successful in restoring flow to the vessel. Diffuse disease is evident in the vessel after the pre-dilatation activities. The images show the delivery, positioning and deployment of a stent at the site of the previous total occlusion. Images of the stent deployment appear to show that full concentric expansion of the stent was not possible due to resistance within the lesion. There is no evidence of stent weld or material breakage or fracture, based on the images provided. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation, collapse, or fracture), patient condition affected effectiveness of the device (the target lesion appeared to be resistant to concentric deployment of the stent thus giving a possible irregular stent profile.) Evaluation: conclusion: device failure/lack of effectiveness related to patient condition ((the target lesion appeared to be resistant to concentric deployment of the stent thus giving a possible irregular stent profile.) (B)(4).